Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the tubing on the bottom of the sweep flow foam trap that had come off to resolve the leak. The fse also replaced the peltier module that was malfunctioning as a result of direct contact with the leak to resolve the ambient temperature errors. However, a nonfunctional peltier module is not likely to cause erroneous results to be generated as the instrument will generate temperature errors as a fail-safe. (B)(4).

Event description:
The customer reported approximately ten to twenty milliliters of diluent leaked from the lh 500 hematology analyzer sweep flow foam trap while running startup. The customer stated that the leak was contained within the instrument and the instrument generated ambient temperature errors. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and the customer stated that the tubing from the sweep flow foam trap (vc2, bubble trap) was detached. The customer reconnected the yellow stripe tubing to the bottom of the trap and stated that the tubing was loose. Cts assisted the customer with additional troubleshooting but the issue was not resolved and a field service engineer (fse) was dispatched to the customer's site.